Event description:
It was reported that a malfunction occurred with the customer's pump, indicated by malfunction code malf 25 and fault ID 0x216d. There was no adverse impact to the customer¿s blood glucose level. The customer switched to multiple daily injections (mdi) as a backup therapy, and technical support arranged for a replacement pump to be sent. The customer was instructed on how to return the defective pump to tandem, including putting it into storage mode, and was advised on programming their settings and connecting their cgm to the replacement pump.